Event description:
It was reported that the patient presented in the operating room for lead revision. During procedure, the pacemaker's rf telemetry was interrupted and could not be re-initiated. The device was interrogated and there was an alert for eri. Prior to procedure, the device measured at 6.6 years until eri. Battery voltage remained consistent. The pacemaker was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
The reported event of incorrect measurement was confirmed. Device image analysis indicated average monthly voltage and current trends were normal and above eri. The results of all electrical test performed, including thermal and mechanical stress testing indicate normal device characteristics. Upon visual examination an cautery burn mark was noted on the device can consistent with exposure to electrocautery during the surgical procedure, which is the cause of the false eri seen in field. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.